Event description:
During a carotid angiogram, the physician torqued the catheter several times to access the artery and eventually the catheter kinked, making it impossible to advance the aquatrack wire through it to straighten it out or pull it out through the 5fr 10cm pinnacle sheath. Eventually, the physician was able to twist it enough so that he was able to pull it out of the sheath. Prior to utilizing, the product was not damaged. The patient weight was unknown.

Manufacturer narrative:
The product was received, but it was discarded because it was initially processed under a standard protocol that does not require analysis. However, after further review of the reported event, the determination/reportability was changed. Additional information will be submitted within 30 days of receipt.